Event description:
The pt with a history of previous proximal left anterior descending and high circumflex stent placement. They had recurrent angina and presented for second catheterization. It was noted that one of the high lateral circumflex vessels had a significant proximal stenosis at the takeoff of the circumflex vessel. An unsuccessful attempt was made to place the stent at this location. On retrieving the stent, it got locked on the proximal left main. The stent balloon locked in the ostium of the circumflex due to its 90 degree angle and heavy calcification. The stent would not move forward nor backward. In an attempt to dislodge the stent back into the guiding catheter, the stent became lodged while the balloon came back. The pt did develop chest pain. After that, an iabp intra-aortic balloon pump was placed and after consultation with the cardiothoracic team, it was decided to take the pt to the o.r. Where they had cabgx5 (5 vessel coronary artery bypass graft) completed. The pt's postoperative course was unremarkable and the pt was discharged in good condition. The device was discard after the procedure. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working).